Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). Ccc remotely entered diagnostics mode and ran integrated multisensor technology (imt) check1, which passed and standard a and b cycles, which failed for standard b. Ccc instructed the customer to check the standards and reseat. The standards were free of leaks and the customer reseated them. The customer checked the manifolds, and no cracks or bubbles were observed, bayonets were acceptable. Ccc primed the standards and the customer observed the tubing at the peristaltic pump was pulling tight and replaced it after verifying the collar had not loosened on the tubing but it was flattened. The customer checked all pump rollers, and verified the tubing was not being pulled. Ccc primed the fluids, homed/calibrated all modules, exited diagnostics and reset the instrument. Ccc instructed the customer to run an imt dilution check, quality controls (qc), and repeat patient samples. The customer ran imt dilution check which failed due to a high outlier. A siemens customer service engineer (cse) was dispatched to the customer site. After evaluating the instrument, the cse removed, cleaned and rebuilt the imt module. The cse inspected the imt fluid line for leaks and none were observed. The cse repaired the flange on standard a and b fluid lines, and primed all imt fluid lines. The cse aligned the imt module and probe. The cse aligned the pump cycle and ran standard cycles, which passed. The cse ensured all functional tests were within specifications. The cse reset the instrument, calibrated the imt module, and ran qc, resulting within specification. The cse ran qc and precision with patient samples, resulting acceptable. A siemens headquarter support center (hsc) specialist has reviewed the instrument data which indicated imprecise sodium (na) delivery measurements were consistent with the ccc findings of flattened imt peristaltic tubing that was impacting proper positioning of the samples across the imt sensor. The cause of the falsely elevated sodium results obtained on multiple patient samples was caused by worn imt peristaltic pump tubing. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely elevated sodium (na) results were obtained on several patient samples on a dimension vista 500 instrument. The samples were repeated on the same instrument, resulting lower. Only the discordant results of five patient samples (B)(6) were reported out and corrected reports were sent to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely elevated na results.